Event description:
The physician attempted arteriotomy closure with the prostar xl 8fr. Device an interventional procedure. The arterial access was confirmed in the common femoral artery. It was reported that the device was inserted at a 30-45 degree angle without any resistance encountered. Pulsatile mark was obtained. The handle was pulled while the physician held the device in his left hand. There was slight resistance when pulling out the handle. It was reported that only three needles appeared in the hub, however the fourth needle did not. Fluoroscopy was conducted and it was confirmed that the fourth needle was bent in a "u" shape in the patients body. Needle backdown was performed, but the bent needle did not go back into the sheath. The physician retracted the handle again and the three needles were pulled out from the hub. It was reported that the physician made a slight incision in the skin in order to extract the bent needle. After extracting the needle, hemostasis was achieved successfully with another prostar device. The patient was discharged after two days. There was no report of an adverse patient event.